Event description:
Following initial surgery on (B)(6) 2016 a revision surgery was performed on (B)(6) 2016 due to cerebrospinal fluid leak. During the attempt to repair the leak in the original implant, the implant tore and shredded. The original implant was removed and replaced with a new membrane.